Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bolus delivery did not display the correct amount of units for carb ratio in personal profiles. Tandem technical support (cts) examined pump data logs and found the customer had modified the settings. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by cts to relay the information, however, all were unsuccessful.